Event description:
The son of a (B)(6) female patient called zoll customer support to report that the patient was receiving check belt alarms. The patient's download data revealed several false asystole events. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor serial number (B)(4) has been completed. The reported problem (check belt messages, asystole event) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case and several wires were broken in the connector, which caused the check belt messages. The damage caused the -5v line to short, which caused u612 on the monitor c/a board to produce an improper output. The u612 failure caused the false asystole events. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from damaged connector and improper u612 output. The patient received a replacement monitor.